Event description:
It was reported that during device unpackaging and preparation, the absolute pro stent was exposed and the stent strut was found to be broken. The device was not used. There was no patient involvement. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned absolute self expanding stent system (sess) noted a small amount of blood on the handle. There was no saline visible. The stent implant was stationary on the shaft between the markers and not prematurely deployed as reported. There was no damage noted to the stent implant as reported. The distal sheath was wrinkled at the distal end of the proximal marker, possibly due to handling. There was no other damage noted to the sess. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. In this case, the reported premature deployment and stent damage was not confirmed on the returned absolute pro. The distal sheath was in the distal position and not retracted. The handle lock was in the locked position. After opening the handle, the observed rack was in the distal position and not retracted. All the internal mechanisms were intact. A review of the device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database was performed and revealed no other incidents for premature deployment or material deformation reported for this lot. There is no indication to suggest a product quality deficiency. During production all self expanding stents are visually inspected at both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.